Event description:
It was reported that the handpiece was not working. No further information on the nature of the problem or case involvement. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/17/2007. Evaluation summary: the hand piece was returned with a loose mount and the nose cone damaged. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.